Event description:
It was reported that the patient had high impedance and was being referred for a full revision surgery. Patient has had no seizures with loss of consciousness since (B)(6), 2010 and then possibly a mild seizure without definite loss of consciousness on (B)(6), 2011 associated with pharyngitis. Has had declining memory and cognition in recent months. Attempts for further information have been unsuccessful to date.

Event description:
The patient underwent full revision surgery due to the high impedance on (B)(6) 2011. Per hospital policy, the explanted devices cannot be returned to the manufacturer for analysis.